Event description:
It was reported that the patient presented in clinic with arrythmia. The atrial and ventricular leads exhibited low pacing impedance and loss of capture. Imaging was performed and it was discovered that both leads had dislodged and were bent at a 90-degree angle. The leads were made inactive on (B)(6) 2024 and new leads were implanted. The patient was stable.